Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: the patient had a restorelle implanted in (B)(6) 2013. The patient reportedly experienced low blood pressure post-surgery requiring multiple doses of ephedrine, ivfs and 2 doses of albumin. Failed retrograde voiding trial and discharged home with the need to perform clean intermittent self-catheterization. In 2020, patient was admitted with abdominal pain. CT imaging showed small bowel obstruction. In 2023, patient was admitted with right lower quadrant pain and nausea. CT showed a closed loop small-bowel obstruction at the level of the mid ileum related to a right lower quadrant internal hernia. There is also associated mesenteric fat stranding seem, suggestive of venous congestion/incarceration. The patient underwent an emergent exploratory laparotomy, release of small bowel obstruction and small bowel resection under general anesthesia. The pelvic mesh was creating a sling and the small bowel was wrapped around it creating a closed loop obstruction. Matted small bowel loops were noted at the terminal ileum. On postoperative day 7 the patient was found to have some erythema of the lower part of her midline laparotomy incision at which time several staples were removed and purulent fluid was drained. She was started on antibiotics and her wound was packed. She was discharged with 5 more days of antibiotics and home care set up for daily wound packing. A month post exploratory laparotomy, patient visited the emergency department for post operative pain. CT scan without contrast showed an abdominal wall seroma. Incision and drainage in the office with local anesthesia was performed.

Manufacturer narrative:
H6: health effect clinical code e2321 removed. This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and a supplemental report will be filed. Complaints of this nature are monitored and captured within the product risk documentation excluding nausea and hypotension. There is no evidence of a direct causal relationship between restorelle and these adverse events. The causal relationship with hypotension and restorelle is unlikely in this complaint. No further action or corrective action is required at this time.